Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 18.6-20.1cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 10.8-12.8cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advice of an event observed during analysis.